Event description:
The customer reported elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) cutoff, for two patients, involving synchron lxi 725 system. Subsequent testing produced lower results, within the normal reference interval, for both patients. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse inspected system hardware and noted the main pipettor tip appeared worn. The fse replaced and re-aligned the main pipettor. The fse performed ultrasonics adjustments and completed preventive maintenance (pm). The fse verified repairs by performing a passing system check and quality control (qc), within specifications. The unit conformed to the manufacturer's published performance specifications. The customer noted a system error displayed on the event log. Quality control was within specification during the event. Pipettor.